Event description:
It was reported that syringe 10ml ll bns had foreign matter. This occurred on 7 occasions. The following information was provided by the initial reporter: silicone droplets ¿ 7 syringes.

Manufacturer narrative:
H.6. Investigation: twenty-five loose 10ml syringes were received (p/n 301029). The samples were visually evaluated. All twenty five syringes were evaluated for excess silicone lubricant with none present. Since no samples displaying the excess silicone droplets were received, a potential root causes could not be defined, and corrective actions are not necessary. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml ll bns had foreign matter. This occurred on 7 occasions. The following information was provided by the initial reporter: silicone droplets ¿ 7 syringes.